Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the infusion set leaked at site on (B)(6) 2024. The blood glucose level of the patient was 212 mg/dl. Moreover, the issue ocuurred with two similar types of infusion sets used for one and half days foor event one and one day for event two. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4)- MDR 3003442380-2024-12874- device 2 of 2.